Manufacturer narrative:
The sensor has not been received by lifewatch as of (B)(6) 2011. Once received, preliminary testing will be performed and the device will be shipped to the manufacturer for further eval.

Event description:
The pt's mother reported that her daughter (a minor) was shocked by the monitor. The technician suggested to other to send the monitor back immediately and check with prescribing physician to which the mother stated that her daughter needs the monitor, she will continue to use it and will notify lifewatch if the incident occurred again. Although there was no long term injury, no physician intervention, and no medications prescribed, an MDR is being filed as a conservative measure. The following info was obtained via a telephone conversation held with the pt's mother on (B)(6) 2011: pt and mother were crossing a bridge when pt yelled that she was shocked. Mother heard a zipping sound 4 or 5 times and pt began screaming because of pain. Mother stopped the car and pulled the monitor off. Mother is not certain what actually shocked the pt if it was the monitor, the lead wires or the electrodes because she was driving at the time. The feeling was sudden, and increased. The shock was intermittent and occurred 4 or 5 times. There was no short-term injury/damage or permanent injury as a result of this event. The pt has redness on her skin. The pt took aleve and tylenol for the pain in her side and headache and did not consult a physician for the incident. Pt's mother asked prescribing physician for alternative electrodes and continued monitoring service but only allowed the pt to where the monitor for a couple of hours.